Event description:
New information received notes that the oversensing was post-paced t-wave oversensing and was observed during routine in-clinic device check, programming changes were made to solve the issue. Patient was asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t-wave oversensing was observed. Patient was stable. Further information is not available.